Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product. Plaintiff allegedly experienced fluid collection, abscess, fistula, adhesions to small bowel, and hair loss. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.

Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided. Not returned.

Manufacturer narrative:
Corrected information: section b5: based on the medical records provided mesh was not implanted - this is not a complaint.

Event description:
Based on the medical records provided mesh was not implanted - this is not a complaint.